Event description:
Discordant, falsely low results of zero were obtained on one patient on an advia 1800 instrument tested for blood urea nitrogen (bun), alkaline phosphatase (alp), total bilirubin (tbil), total protein (tp), albumin (alb) and lipase (lip). The results were held by the centralink, except for tbil and lip which were reported to the floor but corrected before reaching the physician(s).the sample was repeated on the same instrument, resulting as expected. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse re-aligned the sample-dilution probe to the center of the tube at the track. The cse verified the instrument functionality and did not find any other issues. The cause of the discordant, falsely low results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.